Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use, states: the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. The investigation determined the reported off label use that likely resulted in difficult to open or close clip was due to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site: manufacturer contact name.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The cds0601-xtr 90302u122 device referenced in b5 is filed under a separate medwatch report number.na

Event description:
This report is being filed due to gripper actuation issues with cds0601-xtr 90302u125. It was reported that this was a procedure on a tricuspid valve with tricuspid regurgitation (tr) grade 4. Clip delivery system (cds0601-xtr 90302u125) advanced to the tricuspid valve without an issue. Per imaging, the grippers were not raising as expected, while retracting the gripper lever. Both grippers remained down. As standard troubleshooting, the grippers were cycled however, the issue remained. Both would not raise. The device was removed without issue and another device was used in replacement. Mitraclip (cds0601-xtr 90302u122) was implanted on the tv without an issue. Post deployment, the clip detached from the septal leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, another mitraclip (cds0601-xtr 90328u147) was successfully implanted. To further reduce tr, mitraclip (cds0601-xtr 90409u287) was attempted, however the operator was unable to grasp both leaflets (prior to lowering grippers). The device was removed without issue. The tr remained unchanged, grade 4. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.